Event description:
Boston scientific received information that during a routine follow up appointment, this left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms with loss of capture at maximum outputs. Xray confirmed the lv lead to be fractured near the site of the suture collar. The patient implanted with this lead was reported not to be pacer dependent. An invasive revision procedure was performed, and this lv lead was successfully explanted and replaced. No adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.